Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a generator and a handpiece. It was reported that there was an issue with a hand piece the surgeon was using. The unit when depressed the button and the hand piece arched and had a small flame come off the tip. They unplugged the hand piece and continued with another hand piece. There was no delay to the procedure. There was no reported impact to the patient outcome.